Event description:
See initial report.

Manufacturer narrative:
H11: complaints database review revealed one further similar case occurred in 2021 since unit installation in 2017. Through follow-up communication, livanova learned that the device was cleaned regularly per the instruction for use. Reportedly, the hydrogen peroxide h2o2 level is checked daily, and h2o2 is added when the water in the tanks is changed (each 7 days). A disposable pall-aquasafe water filter with an 0.2 m membrane for tap water or equivalent performance filter is used. The device is placed inside the operating theater during use with the fan directed away from the patient and at an estimated distance of 5 meters from the surgery field. In addition, it was stated that, when not in use, the device is stored full of water, but no information was provided on whether the water level is checked during that period as prescribed by the instructions for use. Therefore, it cannot be excluded that this may have contributed to the reported contamination. Livanova has implemented a strategy to progressively decrease the probability of bacteria grow in the hc device by applying multiple measures implemented over the past few years through dedicated CAPA and field action. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H.9. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. H11: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in barcelona, spain. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t device was found to be contaminated with mycobacterium avium chimaera. Deep disinfection process of the unit has been requested. There is no report of patient injury.